Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was fine.